Event description:
Procedure type: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product and used for therapeutic treatment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Supplemental MDR# 01 sent to FDA on 11/11/2014. (B)(4).

Event description:
Additional information received, summary of facts. What was the indication for implantation of transvaginal mesh in this patient? Stress urinary incontinence. What were the postoperative complications that this patient developed following transvaginal placement of surgical mesh? (B)(6) 2010 - underwent cystoscopy and uretex pubovaginal sling. Complications post uretex sling placement: (B)(6) 2012 - reported with history of mid-urethral sling placed approximately 2 years ago, her husband developed dyspareunia and had excoriation of his penis consistent with erosion of sling. The patient wished to have incision of her sling despite having good control of her stress urinary incontinence (sui) after her sling placement - partner dyspareunia, slow stream, urgency, frequency and straining. Mesh revision surgery: (B)(6) 2012 - underwent cystourethroscopy, urethrolysis and excision of midurethral sling. Findings - sling material was identified proximal to the bladder neck. Following mesh revision did the patient present with serious complications, which required additional surgeries? No. As per available records patient did not undergo any additional mesh revision surgery.